Event description:
It was reported that the heater line of an automated peritoneal dialysis set detached from the heater bag during initial drain. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.